Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown issue. A new ra lead was successfully implanted. No additional patient adverse effects were reported. It is unknown if this lead will be returned to boston scientific for analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown issue. A new ra lead was successfully implanted. Additional information from the field indicated this lead was damaged during extraction and subsequently replaced by the physician. No additional patient adverse effects were reported. It is unknown if this lead will be returned to boston scientific for analysis.